Manufacturer narrative:
Section e1: initial reporter phone (B)(4). Polarmap catheter was evaluated by boston scientific. Polarmap was visually inspected for a kinked allegation. It was confirmed a kink was found in the nitinol shaft which resulted in exposed wires. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Reportable based on analysis completed on (B)(6)2023. It was reported that during a procedure to treat an atrial fibrillation (afib), a polarmap catheter was selected for use. When introducing the catheter, it kinked. Catheter was replaced and the issue was resolved. The procedure was completed successfully. No patient complications occurred. The malfunction is likely to cause or contribute to death or serious injury if it were to recur. Upon device analysis, a kink was found in the nitinol shaft which resulted in exposed wires.